Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. The customer loaded a new cartridge to address the event. Customer's blood glucose level was 84 mg/dl.